Event description:
The reporter stated a scratch was noted in the center of the optical area of a cc4204bf collamer single piece lens prior to insertion. There was no patient contact. Another same model lens was implanted. The reporter stated it was unknown if the technician had scratched the lens or if the lens was received that way.

Manufacturer narrative:
Evaluation codes: results - other: visual inspection of the returned product found the lens optic torn. There was evidence of clear surgical residue. Conclusions - based on the complaint history and the evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector, cartridge and foam tip plunger were not returned for evaluation.